Manufacturer narrative:
Fields updated: d9 device returned date, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The reported failure mode could not be reproduced. A root cause could not be identified. The device met specification during testing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit exhibited low pressure. The issue was found during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited low pressure. The issue was found during preparation for use and before the patient was in the room. There was no report of patient involvement.